Event description:
In 2000, the pt was given a pregnancy test which was positive. Allegedly, the pt was not pregnant. From late september 2000 through early november 2000, the pt's bhcg levels continued to rise. Physicians believed the pt had an ectopic pregnancy and the pt was treated with methotrexate and actinomycin from early october 2000 into november 2000. Apparently the pt's bhcg levels remained elevated. On 11/2000, the pt's physicians suspected that the pt possibly had trophoblastic disease. On 01/2001, the pt was apparently informed by the pt's physician that the pt's elevated bhcg results were false.